Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons stopped functioning after the pump was exposed to water. The reporter confirmed there was no trauma to the pump but the pump was exposed to water. The reporter denied cracks or tears in the keypad. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be unresponsive to presses. The keypad was removed but no defects were found with the button contacts. The pump case was opened and moisture was observed on the printed circuit board. Unrelated to the complaint, the pump casing was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.